Event description:
The reporter contacted animas on (B)(6) 2012 alleging the 'up' 'down' and 'ok' buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The audio bolus button was found to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the ok, up arrow and down arrow keypad buttons were intermittently responsive. The contrast button was found to respond to button presses. All keypad buttons had normal spring back or click. There was evidence of contamination found under the key contacts.